Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with the bd vacutainer® 9nc 0.109m plus blood collection tubes, there was an issue with blood clotting. There was no report of patient impact.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for investigation. Therefore, one hundred (100) retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to additive abnormalities, which could lead to clotting in this product, as all samples met specifications. Complaints for sample quality are under statistical control for the month of january 2024. If complaints for sample quality reach an action level, additional testing may be required. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of clotting. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints. H3 other text : see h.10

Event description:
It was reported that during use with the bd vacutainer® 9nc 0.109m plus blood collection tubes, there was an issue with blood clotting. There was no report of patient impact.